Event description:
The following has been reported: nurse reported: nurse had ns bag spiked. When priming tubing she noted that the fluid was dripping out of the cassette in the flow dial quite quickly. A preliminary review identified the following issue: administration set leak (external part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Three samples of ivenix administration set were returned for evaluation. Sample #1: no defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. The priming process was completed, and no alarm was replicated. Liquid was dripping from the bottom side of the cassette. Microscopic examination was performed, and a crack was observed at the secondary port due to an over insertion of the valve activated luer. An underwater leak test was performed, and it was observed that bubbles came from the secondary port confirming the leak. The customer complaint is confirmed. The probable root cause is over-insertion of the secondary which caused a cracked at the cassette. Sample #2: no defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "tubing set problem" was replicated in the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. An underwater leak test was performed for verifying the liquid and air side areas of cassette and bubbles were observed coming from unit. Finally, a dye test was performed, and it was observed that that the origin of the leak was located at the oulet valve. The customer complaint is confirmed. The probable root cause is poor welding of the cassette sample #3: no defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. An underwater leak test was performed and a leak was detected, bubbles were observed coming from the flow dial. During the autopsy of the flow dial the seal was found positioned inverted on the pump side. The customer complaint is confirmed. The probable root cause is the seal was inverted on the pump side causing the leak. An internal investigation was opened to investigate this issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24j07021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage. An internal investigation was opened to investigate this issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24j07021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.